Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but is not available.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Noise was reproduced via isometric testing. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.